Event description:
It was reported that lia (lead integrity alert) triggered due to noise. During the lead revision procedure, an x-ray revealed that the lead pin seemed to have migrated. When the lead was reconnected, there was still noise so the lead was capped and replaced. However, the noise remained on the new lead, so the device was explanted and replaced, with no further noise noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, no anomalies found.